Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue layer was the monocryl suture used on? How was the suture placed (interrupted or continuous)? What date did the patient present with symptoms? What were the patient symptoms? What medical intervention was performed during the follow up visit? What was the indication for removing the monocryl suture? Can you provide the results of the culture? Was the patient diagnosed with an infection? What is your opinion regarding the relationship between the suture and patient reaction? Do you believe there was an alleged deficiency of the suture leading to the reaction? What is the current condition of the patient?

Event description:
It was reported by a family member that a patient underwent an unknown knee procedure in (B)(6) 2018 and suture was used. The patient experienced an allergic reaction and infection on an unknown date. An additional procedure was performed on an unknown date and the suture was removed and cultures were performed. On (B)(6) 2019 the patient returned to surgeon as follow up and the incisions were cleaned. It was reported that the cultures did not return positive result for infection. The doctor has prescribed bactrim. The current condition of the patient is unknown. Additional information has been requested.